Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The cumulative sic was 403. Since the last session 167 days before, 2.4/day. There were two non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2014. A lead failure predictor alert was triggered on (B)(6) 2014. Concomitant medical products: 5076-58 lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the a lead integrity alert was triggered due to oversensing on the right ventricular lead. Oversensing was noted while performing isometrics. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.